Event description:
It was reported that, prior to the procedure, the physician exercised the helix, but the helix would not deploy or retract appropriately. The helix sluggishly deployed, and would only retract after numerous turns. The lead was not used. There was no patient involved.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.